Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, smoker, perhaps infection, pain, numbness, increased sensitivity, swelling, abscess